Manufacturer narrative:
On (B)(4) 2014 a hologic field engineer tested the basic system safety functions, the incoming voltage (206v), all ground connections, transformer tap (208v), kv and ma. The field engineer also checked phantom qc (B)(6) 2014 28kvp, 104mas avd=1.18mgy, (B)(6) 2014 28 kvp, 106mas, agd=1.20mgy. The field engineer made several exposures and couldn't find anything wrong with the system. Hologic was unable to duplicate the reported problem and therefore unable to determine the cause of the event. The system is functioning as intended with no further reports of problems.

Event description:
During a mammogram, a pt reported that she felt a series of shocks in her hand during the x-ray exposure. The technologist noticed the pt had moved out of position. The pt verbalized that she felt a series of shocks in her elbow and tingling in her finger. The procedure was completed without further incident. Six days later the pt reported to the mammography site that her thumb and finger are still "not feeling right".